Event description:
Related manufacturer reference number: 2017865-2023-40617. It was reported that low pacing impedance and variable capture threshold were noted on the left ventricular (lv) lead. The right atrial (ra) lead also exhibited noise. The lv lead will be monitored, and the ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.